Event description:
Hcp reports pt presented with gradually increasing right anterior thigh numbness and tingling. A myelogram performed showed a t-11 catheter tip inflammatory mass. A follow up report will be sent when additional info is available.